Event description:
It was reported that an impella cp was implanted to support a patient with ventricular tachycardia. The pump generated low flow alarms and was explanted. A new impella cp was implanted and the patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.